Event description:
It was reported that during aveir leadless pacemaker (lp) implant, the helix was sprung following mapping along the right ventricular septum. The decision was made to cover the device with the protective sleeve and reposition due to poor mapping numbers at initial site. X-ray confirmed the sprung helix. The device was removed and the procedure was attempted using an alternate lp. It was noted during procedure that the lp exhibited difficulty in positioning and exhibited difficulty in detaching from the catheter due to inability to go into tether mode, however was eventually able to be implanted. It was later noted that the lp was failing to capture, and imaging performed verified that the lp had become dislodged. The lp was retrieved and replaced the following day. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the outer helix length was out of specifications, the elongation of the helix was consistent with implant damage. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during aveir leadless pacemaker (lp) implant, the helix was sprung following mapping along the right ventricular septum. The decision was made to cover the device with the protective sleeve and reposition due to poor mapping numbers at initial site. X-ray confirmed the sprung helix. The device was removed and the procedure was attempted using an alternate lp. It was noted during procedure that the lp exhibited difficulty in positioning and exhibited difficulty in detaching from the catheter due to inability to go into tether mode, however was eventually able to be implanted. It was later noted that the lp was failing to capture, and imaging performed verified that the lp had become dislodged. The lp was retrieved and replaced the following day. Upon retrieval, the removed lp failed to separate from the retrieval catheter. The patient was stable.